Manufacturer narrative:
Product complaint (B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgical technologist handed to the surgeon the t-handle from the anterior approach retractor pan, she noticed a crack in the plastic handle. The surgeon used it as usual, and then the tech removed it from the field.